Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump had no power. The reporter stated that the battery compartment had moisture in it. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 06/17/2015. Device evaluation: the device has been returned and evaluated by product analysis on 06/04/2015 with the following findings: review of the black box data revealed record of power on reset associated with clearing of a ¿replace battery¿ alarm during battery change on april 13, 2015. On investigation, the pump was exercised for 24 hours without issue. A ¿no power¿ event was not duplicated during investigation. The battery compartment was noted to be cracked at the threads. There was evidence of moisture contamination inside the battery compartment and on the underside of the battery cap that was returned with the pump. A leak test was performed, revealing a moisture leak at the site of the battery compartment crack. The pump was opened and did not reveal any evidence of the moisture inside the pump. Unrelated to the original complaint, the display was noted to be dim/faded/discolored.